Event description:
It was reported that this pacemaker was suspected of having migrated from the chest to the breast area. Concerns of the device not functioning properly were expressed by the patient's advocate. The patient experienced dizziness and hypotension, and it was noted that they have had recent weight loss. Technical services (ts) recommended further evaluation by a physician. No adverse patient effects were reported. This device remains in service. Additional information was received that the physician suspected the allegations were related to a device-related infection. The patient is scheduled for further evaluation. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.